Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in a non - medtronic stent graft system during the endovascular treatment of the patient/ it was reported during the index procedure during the second stage of deployment an endoanchor migrated in a retrograde manner into the descending aorta where it lodged to the posterior aortic wall. The physician snared the endoanchor using a tour guide sheath lodging it on the mouth of a 12fr sheath, however the endoanchor broke in half with one half migrating anti-grade and lodging in the superior gluteal artery. The attending radiologist felt the endoanchor would be fine and most likely cause no harm. The second half of the endoanchor was successfully removed when the 12fr sheath was removed from the patient. It was noted that during the first stage of the endoanchor deployment that graft penetration on fluoroscopy was observed and that during the second stage normal graft penetration was demonstrated. It was when the applier was pulled back after deploying the endoanchor that the dislodgment occurred. As per the physician there was no resistance when backing the applier away from the endoanchor and the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary there was no damage observed to the device or the endo anchor housing. Visual inspection confirmed there was no endoanchor loaded in the applier. There were three (3) opened portholes on the cassette. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.88v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The inner mechanism rotated on pressing the forward and back button. The applier functionality was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.